Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported that customer is having issues with their sensor. Customer received a calibration error and sensor error and stated the device would stop working. Customer would only use their sensor for 2 weeks and then take a 2 week break from using it. Customer advised their sensor glucose would be 40 mg/dl off compared to the blood glucose. Customer advised their blood glucose was around 90 to 100 mg/dl while their insulin pump was suspending stating they were below 65 mg/dl. Customer advised they were not below 65 mg/dl although the insulin pump said they were. Customer declined to troubleshoot and was advised to call the 24 hour helpline if help is needed.